Manufacturer narrative:
Concomitant medical products and therapy dates: (B)(6) 2019: pll161207/20484379 UDI: (B)(4).

Event description:
On (B)(6) 2019, this patient underwent an endovascular procedure to treat a "significant chunk of thrombus" that was attached to the distal aorta near the aortic bifurcation. The thrombus was showering into the patients legs. The physician planned to trap the thrombus against the distal aorta using a gore® excluder® aaa endoprosthesis featuring c3 deployment system. The trunk-ipsilateral leg component was implanted with the ipsilateral leg on the right side, and the contralateral leg component on the left side. An iliac extender component was also implanted on the right side. Later on the same day, the physician reported that the ipsilateral side of the trunk-ipsilateral component and the iliac extender component had become occluded. It is believed that the thrombus in the distal aorta was pushing against the ipsilateral leg and blood flow was hindered from going down the ipsilateral side, thus contributing to the occlusion. On (B)(6) 2019, both gore devices were explanted. An aorto-uni-iliac bypass was performed on the patient¿s right side, and an aorto-femoral bypass was completed on the patient¿s left side. The patient tolerated the procedure. No other information was given, and due to hippa no other details are expected.